Event description:
This is the same case and patient as MFR report # 3005099803-2011-01357. This report pertains to the second of two devices. It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was used during a procedure in (B)(6) 2011. The exact date of the procedure is unknown. According to the complainant, post procedure, the patient has been returning to the physician every week presenting with gluteal pain and thigh pain. It was reported that the thigh pain has gone and the gluteal pain has subsided, however, the patient cannot sit normally without having to lean on one side. The patient is completely incontinent, but was only mildly incontinent before the procedure. It was reported that the patient's cystocele repair "looks great" and that the physician is performing urodynamics and a cystoscopy on the patient. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.